Event description:
It was reported that the system was removed due to infection and erosion. Upon explant, insulation breach was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records a partial lead was returned measuring 14.3cm in length from the connector pin. Insulation abrasion was noted at 12.2cm t0 12.7cm from connector pin. The location of this abrasion is consistent with friction between the lead and the ICD can.